Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 17.5 diopter intraocular lens had a defect on the optic due to a film noticed during implantation into the patient's operative eye. Therefore, the lens was removed and replaced with a back up lens (same model and diopter size). No incision enlargement, no vitrectomy was performed, no sutures were used and no patient injury was reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 07/13/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A cartridge was returned inside a small container with the lens stuck inside. The lens was cut in two pieces and jammed to one of the cartridge wall and could not be taken out. However, the sample was evaluated under microscope and the defect as film reported was not identified. In addition, only returned was the cartridge with the lens which appeared that the device assembly was disassembled after it was used. The complaint reported could not be confirmed and a product deficiency could not be identified either. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.